Event description:
Caller reported temperature alarms 10 and 11 while the pump was charging, but the device was not exposed to extreme temperatures. There was no adverse impact to the customer's blood glucose level. A replacement pump and charging supplies were sent by technical support, and the customer was instructed to use an alternate method of insulin therapy to prevent interruptions. The customer was informed of the steps to take upon receiving the replacement and to return the problematic pump with the provided materials.